Event description:
It was reported that the patient called the manufacturer¿s representative (rep) and confirmed an infection of her device. At the time of the report, it was being treated aggressively with antibiotics and the wound from surgery was healing very slowly. Additional information received stated that the primary location of the infection was the implantable neurostimulator (ins) pocket and the site never seemed to heal, but it was unknown what the culture source was or what type of organism was cultured. The signs and symptoms of the infection had been pus oozing out of pocket, the wound opened up, fever, and body aches. Perioperative antibiotics had been administered and antibiotics had been instituted for the infection, but it was unknown what kind had been given. It was noted, the patient did not have meningitis and the site never seemed to heal and the patient had a history of other infection and sensitivities/problems to sutures, tape, bandages, etc. The device was explanted. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that on the day of the implant the incision split open and the patient bled profusely. The wound wouldn't close and the patient was instructed to pack it. The patient went to the emergency room 3 times and each time the incision area got bigger. The patient got "sleeping yellow worms" and it filled their whole bed. A manufacturer representative tried to program the device but couldn't because the implant site was the size of a basketball. The patient got a septic wound and they stapled the area. The patient had a PICC line and antibiotics for 6 weeks. An infectious disease doctor removed the implant. The patient was discharged from the hospital. The patient would see their doctor every 6 weeks and their scar still hadn't healed at the time of the report.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4); product type lead product ID 977a260, serial# (B)(4); product type lead. (B)(4).